Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported sparks emitted from an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, observed that reagent 3 (r3) probe leaked onto the power supply and determined that the circuitry was impacted. The cse removed the power supply and reagent compartment lids. Then, the cse cleaned the leak and tightened the fittings, replaced the power supplies, and performed auto-check and quality controls, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported sparks emitted from an atellica im 1600 analyzer and suspected that sparks emitted from the reagent compartment area. As a result, the customer shut down the analyzer. The customer confirmed there were no delay in testing, fire, smoke, or injury due to this event. There is no known reports of patient interventions or adverse health consequences due to the event.